Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced dizziness following a head trauma. The recipient is presenting with open electrodes. The recipient was advised to discontinue use.

Manufacturer narrative:
Device testing confirmed open electrodes. Imaging confirmed correct device location. No medical intervention was needed for recipient's dizziness. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery due to recipient's cochlear malformation. The recipient was advised to discontinue use. And will be managed by the center. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.